Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694758 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) possibly early and that the right ventricular (rv) lead had a pace/sense fracture. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.